Event description:
Medics responded to a cardiac arrest, pt condition not reported. Reportedly, pt condition not reported. Reportedly,when an attempt was made to pace the patient, the device indicated connect cable and use of the device was inhibited. Patient outcome was not reported. Medtronic received no report of adverse affect to the patient as a result of device operation.